Manufacturer narrative:
Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed for the failure mode of system error message. The most probable cause for the complaint was due to articulation sleeve material quality, as there was liquid infiltration into a hole in the articulation sleeve hole. For a corrective & preventive action, an articulation sleeve material inspection & rework was initiated in november 2015. Through a CAPA, an engineering change introduced a new sleeve material in september 2016.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that there was already a sedated patient on table awaiting for a mitral clip procedure. At the beginning of the procedure, the doctor wanted to place a transesophageal echocardiography (tee) probe inside the patient. The doctor connected the probe to the ultrasound system; however, a usacquisitionhw_40 error message occurred. The probe was connected to the other ports but all ports were affected. The doctor rebooted the ultrasound system but its functionality was unable to be restored. The machine was replaced with a different but similar system to complete the intended procedure. There was a delay of 30 minutes while the replacement system was obtained and booted up. There was no loss of data and there was no patient adverse event reported. No additional information was provided.